Event description:
The subject device was returned for analysis and the device investigation revealed that the guidewire polytetrafluoroethylene (ptfe) coating was peeling. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was noted to be kinked/bent. The guidewire distal end was noted to be broken/fractured and stretched approx. 199cm from the proximal end. The polytetrafluoroethylene (ptfe) was noted to be damaged 34 cm from the proximal end. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire distal tip stretched was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer was, while using a shaping needle to slightly angle the distal end of the guidewire, it was found that the distal end of the guidewire had stretched (unravelled) and was unusable. No damages noted to the packaging prior to opening. During analysis, the guidewire was noted to be kinked and the distal end of the guidewire fractured where the platinum wire was stretched. There was ptfe noted to be peeling 34cm from the proximal end more than likely due to the torque device. The device was never inside the patient. An assignable cause of handling damage will be assigned to the reported and analyzed event: 'guidewire distal tip stretched¿ since it is most likely that this damage occurred due to handling of wire during the clinical procedure. An assignable cause of handling damage will be assigned to the analyzed events: ' guidewire distal tip stretched¿, ¿guidewire kinked/bent¿, ¿guidewire distal tip broken/fractured during preparation¿ and ¿guidewire ptfe coating peeling ¿ since it is most likely that this damage occurred due to handling of wire during the preparation of the procedure.